Event description:
The reporter contacted animas on (B)(6) 2012 stating that the ok keypad button needed multiple presses to elicit a response. The reporter noted that the keypad symbols were worn. The reporter denied damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump attached to a belt and cleaned the pump with a dry cloth. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, the ok, up arrow and contrast keypad buttons were intermittently unresponsive and required multiple presses with increased force to engage; the down arrow button responded appropriately. During investigation, evidence of contamination was found under all key contacts.